Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. Treatment, hospitalization and outcome were not reported. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.